Manufacturer narrative:
E.1. Initial reporter state: (B)(6). E.1. Initial reporter zip: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A technical support specialist was unable to find the username and followed the customer thrice but there was no response from the customer end which leads to close the case.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue where the user could not log in due to a missing old username and also noted that the fingerprint functionality was not operational. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.